Event description:
Reportedly, the device did not completely cut, preventing the device from being removed from anastomotic site. The tissue was transected manually to remove instrument. No patient injury reported.